Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, physician noticed that the optic broken during implantation. The lens was not implanted and procedure completed with another backup lens. There was no harm to the patient.

Manufacturer narrative:
Additional information was provided in b2., b5., d9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area (not returned). Both gusset areas are fractured. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Associated products were provided, however the intraocular lens (iol) is a non-foldable lens model and is not designed to be used with any cartridge. Broken haptic damage was observed. This damage may be interpreted as the reported broken optic. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the doctor implanted the lens manually. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stating that surgery completed with same model backup lens and there was enlargement of the incision to load the lens manually.